Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported: malformed staples. It was reported that during the pulmonary segmental resection, when severing the posterior end artery, after fired, noted bleeding,lost about 100ml blood, used homelock to stop bleeding, checked the staple line, found some staples with straight leg, some with irregular shape. The patient is stable and in the hospital now. The patient¿s length of hospital stay is not extended.

Manufacturer narrative:
(B)(4). Batch r57y16. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.